Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation - office manager. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal ruptured. There was no patient injury, medical/surgical intervention required.

Event description:
Additional information was received on 28may2021: that the angio-seal did not ruptured as initially reported. The doctor clarified that the patient developed a hematoma after.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section b1, b2, to provide additional information to section b5, update the health effect clinical code and medical device problem code, and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since no sample is available. The exact root cause of the alleged failure cannot be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).